Event description:
Customer's mother reported that the insulin pump was alarming button error and then completely shut off. It was reported that the insulin pump was frozen. Customer pressed the buttons and nothing was happening. Customer's blood glucose reading at the time of the call was 132 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. No frozen screen was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(6).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.